Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for the damaged trocar sample is unknown, therefore specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling at incoming is performed on the trocar cannula for inner diameter to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that unable remove the trocar from the valved cannula when inserting the valved entry system during surgery. Surgeon had held the valved cannula in the eye tightly with a forceps while pulling & wiggling the trocar out. Trocar was removed from the valved cannula then instruments able to slide into the cannula without issue. Surgery was completed. This was one of the three cases.